Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: complaint from uicl. The sealing label was found loosen or stick together.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-31. H6: investigation summary: bd received one hundred (100) samples and two (2) photos for investigation. The samples and photos were reviewed and the indicated failure mode for labels sticking together was observed. Additionally, three hundred (300) retention samples from bd inventory, were evaluated by visual examination and the issue of labels sticking together was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of labels sticking together. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: complaint from (B)(6). The sealing label was found loosen or stick together.